Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of failed battery test and damage from the insulin pump. The customer's blood glucose reading was 140 mg/dl. The customer stated that there is a crack on the side where the battery goes in. The customer was advised to insert new aaa alkaline battery. The customer did not have a new battery to test with the pump. The customer was advised to monitor the pump. The customer will be sent replacement battery cap.